Event description:
Customer reported a malfunction on a pump, indicating the display of malf 1 code along with a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, but the malfunction code recurred. The customer already had a replacement pump on hand from a previous issue.